Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to remove the components and complete the procedure. The hosp has reported no pt injury occurred.